Manufacturer narrative:
Conmed originally received a complaint on (B)(4) 2011. The facility stated that a generator was showing an error message when the suspect handpiece was being used. The handpiece in question was returned and evaluated by conmed on 1/18/2012. The evaluation showed that the handpiece had activated without the depression of its buttons. The returned sample was dissected and the investigator noticed that some of the internal components were wet. To be consistent with how 'self-activation' are handled, conmed is filing this event as being adverse.

Event description:
While performing an evaluation for a complaint, conmed's investigator found that the sample returned had self-activated.